Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged abscess is related to v.a.c.ulta¿ therapy. There was no indication in the patient's medical records that v.a.c.® therapy caused or contributed to the abscess, and v.a.c.® therapy was subsequently re-applied. The patient has a significant recent history of abdominal complications including diverticulitis complicated with bowel perforation and peritonitis status post surgical interventions. Also v.a.c.ulta¿ therapy was applied to the patient's abdomen, and the location of the abscess was noted to be in the peri-rectal location. There have been several attempts made to gather additional information, but there has been no response. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill® therapy system). Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2016, the following information was reported to kci by the patient: the patient was discontinued from v.a.c. Therapy because she went to the hospital. V.a.c. Therapy was re-applied, but the patient allegedly experienced "leakage on the vac" which caused it to malfunction with drainage from the canister getting into the hose and ultimately into her wound. The patient then reported she is back in the hospital being treated for multiple infections in her wound and body. On (B)(6) 2016, the following information was reported to kci by the home health nurse: the patient was seen on (B)(6) 2016 with no infection noted and again on (B)(6) 2016 also with no infection present and the patient was not on antibiotics. The nurse stated the patient went to the hospital on (B)(6) 2016 but did not know why. Per review of kci records, the physician's discharge summary stated the patient was admitted on (B)(6) 2016 and was discharged on (B)(6) 2016. The patient presented with fever, chills, abdominal pain and is status post exploratory laparotomy, sigmoidectomy and end-colostomy on (B)(6) 2016. A computerized tomography scan was performed which exhibited an abscess in the lower abdomen and pelvis, and the patient was placed on intravenous antibiotic therapy pending definitive management of the abscess. On (B)(6) 2016, the patient underwent a rectal endoscopic ultrasound with drainage of the peri-rectal abscess and stent placement. "The patient remained afebrile and hemodynamically stable afebrile post-procedure and prior to discharge..." The discharge plan: home wound vac ordered (to be delivered).v.a.c.® therapy was re-applied on (B)(6) 2016. A device evaluation of the v.a.c.ulta¿ therapy is currently pending completion.

Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged abscess is related to v.a.c.ulta¿ therapy.

Event description:
On nov 11 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2016, the device was placed with the patient. On (B)(6) 2016, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.